Event description:
Additional information was reported that the doctor reimplanted the implantable pulse generator for the patient. It was unknown when did the re-implant occur. The patient outcome was unknown.

Event description:
It was reported that the patient was in an auto accident and stimulation stopped working. The ins was fully charged, and the patient saw a physician, however the device was not interrogated due to an insurance issue. The patient was dissatisfied and stopped recharging the ins for over two years, and an ins overdischarge was suspected. A manufacturer representative attempted to restart the device, but was only able to see the poor communication screen and was unable to get the 60 minute timer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3998, lot# j0546281v, implanted: (B)(6) 2006, explanted: na; extension: model 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: na; extension: model 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: na; programmer: model 37742, serial# (B)(4).